Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. Multiple attempts were made for additional information, including to inquire about device return, however the facility did not provide additional information. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributable to: user error (including user technique and methods). User expectation of the device's steering ability. The instructions for use (IFU) state: do not introduce the tip folded into the guiding sheath. Do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported during an atrial fibrillation ablation procedure, the catheter got stuck in the right ventricular apex while advancing to the coronary sinus causing some tricuspid regurgitation. A sheath had to be inserted to remove the catheter. The medwatch form selected "other serious (important medical events)", however no further details were provided from the customer about the event. Multiple attempts were made for additional information, however none were provided. There were no adverse consequences or extended procedure time reported. These are commonly used devices that are readily available.